Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose level. Customer's blood glucose level at the time of incident was 506 mg/dl. Customer treated their high blood glucose with insulin pump. Customer declined troubleshoot for high blood glucose. Customer was advised to replace the insulin pump. Product will not be returned for analysis.